Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was removed.

Event description:
It was reported they were unable to interrogate or program, or to access sideport of the pump. An isotope pump study was done (B)(6) 2015. The pump was nearing end of battery life. The severity was indicated as mild. No patient symptoms reported. The pump was used to deliver infumorph, bupivacaine, and baclofen.

Event description:
Additional information later received reported that the results of the isotope pump study were normal drug delivery. The etiology was noted as related to device or therapy. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, eri due to time progression.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l47172, implanted: (B)(6) 1997, product type: catheter. (B)(4).